Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted with resetting the pump by technical support, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to reach out if the issue reappears.